Manufacturer narrative:
A device history record (DHR) review of lot 17583930 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, resistance was felt while crossing the calcified sfa lesion with the aqua track 260 cm guide wire. The device was replaced with a non-cordis guide wire. Again, the device failed to advance the smart stent (20 vascular - 6 x 120) to the target lesion. A kink was noticed at the mid of the stent catheter. The physician failed to remove the stent system from the sheath. The physician decided to pull out the entire system. A new non-cordis sheath and smart nitinol stent (6f 6 x 80 x 120 cm) was implanted. There was no reported patient injury. The product was clinically used and will be returned for analysis. The intended procedure was treatment to the superficial femoral artery (sfa). The products looked normal when removed from its packaging. The devices were properly prepped. The access site location was the right femoral artery with contra-lateral approach. The vessel was calcified and tortuous; diffused disease. There was no difficulty tracking the devices through the vessel. The devices or other devices used with the products did not kink nor bend at any time. There was unusual force used while inserting the stent. The catheter was noted to be kinked when removed from the patient. The device was received for analysis. Per visual analysis, the distal tip (inner member tip) of the smart 120 unit was found separated and it was not received for analysis.

Manufacturer narrative:
Per additional information received, it was confirmed that the reported separation discovered during product analysis did not occur during or immediately after the procedure. The separation most likely occurred during packaging/shipment of the device. Therefore, this event does not meet the criteria for MDR reporting.

Event description:
Addendum for additional information received: separation of the distal tip did not occur during the procedure. Separation was not noted after removing the device from the patient. The stent was not deployed after the device was removed from patient. The device was not handled after use, causing distal tip separation. Separation was not noted prior to packaging.